Event description:
Upon implantation of the involved pacemaker on (B)(6) 2013, a no pacing condition was observed when connecting the ventricular lead. Existing leads were tested before implant and well functioning. Before implant, a and v pacing polarities were programmed to bipolar, and basic rate to 50min-1. During the implant procedure, the pt had third degree av block and a spontaneous ventricular rhythm around 37min-1. The external ECG strips revealed that the connection of the v lead was followed by absence of v pacing during 7 cycles - as reported: then v pacing started at the programmed basic rate (at 50min-1), and ddd pacing mode started at the pt's sinus rate upon a lead connection. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.